Event description:
A bd ext stabilized extension set was being attached to a patients IV catheter, but would not flush/flow. Because of previous experience with these devices not functioning properly, the caregiver knew to try another extension, which did flush well. Manufacturer response for set, administration, intravascular, ext¿ stabilized extension set with nearport¿ IV access (per site reporter). Waiting for investigation results form the vendor.